Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted for 10 months exhibited pvl. Per the medical records, the patient presented with acute anemia. Prosthetic aortic valve leaflets appeared to function normally on tee. There was moderate-to-severe anteriorly located pvl and mild regurgitation of the bio-prosthetic valve. The patient is being evaluated for a third redo avr.

Manufacturer narrative:
Updated sections: b3, b5, and h6 health effect - impact code.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted for 10 months exhibited pvl and was being evaluated for third avr. Per the medical records, the patient presented with acute anemia. Tee showed prosthetic aortic valve leaflets appeared to function normally and moderate-to-severe anteriorly located pvl. Echo showed mild regurgitation of the bio-prosthetic valve. Updated information was received through the implant patient registry, after 1 year and 3 months the patient's 21mm 3300tfx valve was explanted and replaced with another 21mm 3300tfx valve.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation conclusions. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, and h6 type of investigation. H11 corrected data: section d6b, h6 health effect - impact code, and health effect - clinical code.

Event description:
It was reported and also learned through implant patient registry that a 21mm 3300tfx aortic valve implanted for 1 year and 3 months was explanted due to pvl. Another 21mm 3300tfx valve was implanted in replacement. Per the medical records, patient was being worked-up for third avr. The patient presented with acute anemia hg 6.5 and received 5 units of blood; gi workup unremarkable. Underwent heart cath and tee showed prosthetic aortic valve leaflets appeared to function normally and moderate-to-severe anteriorly located pvl. Echo showed mild regurgitation and systolic gradient are normal.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported and learned thought implant patient registry that a 21mm 3300tfx aortic valve implanted for 1 year and 3 months was explanted due to severe pvl caused by significant dehiscence near the rcc in conjunction with lcc. (History of endocarditis) another 21mm 3300tfx valve was implanted in replacement. Per the medical records, the patient presented with severe pvl and progressive heart failure. Repeat cardiac workup showed severe perivalvular leakage from the bioprosthetic valve and a large aortic anulus lvot fistula. The patient underwent third avr. Intraoperatively the aortic valve was noted to have significant dehiscence near the rcc in conjunction with lcc. The valve was excised, and debris removed. At the site of the previous anulus defect repair (caused by prior endocarditis) a fistula had formed from the aortic annulus to lvot. Bovine pericardial patches were used to reconstruct and reinforce the aortic annulus. Another 21mm 3300tfx aortic valve was then implanted. Post procedure tee showed no pvl or leak between aortic annulus and lvot. The patient transferred to the recovery room in stable condition and discharged on pod #9.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Through further investigation, it was determined that a definitive root cause could not be determined.

Manufacturer narrative:
H3: customer report of pvl was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Multiple sutures remained attached to the sewing ring around the valve. Non-transmural perforations were observed on the outflow surface of leaflet 1. The perforations were beveled, a typical characteristic of those caused by suture tail/fastener abrasion. The perforations make contact with the suture tails of the remaining sutures attached around leaflet 1 when leaflet is in the opened position. Sewing ring was cut around leaflets 2 and 3 and exposed the metal band around leaflet 3 on the inflow aspect. Updated sections: d9, g3, g6, h2, h3, h6 device code(s), and type of investigation.